Manufacturer narrative:
The distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior right ventricular defibrillation cable was extrinsically cut. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was cut, capped, and replaced for an unknown reason. The lead was later explanted and returned to the manufacturer, where it subsequently tested out of specification. No patient complications have been reported as a result of this event.